Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 86 mg/dl. Reportedly, the alarm was cleared. Customer declined troubleshooting with tandem technical support and declined to provide further information.